Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on january 17, 2018 with blood glucose of 40 to 45 mg/dl at the time of the incident. The customer had a car crash due to the low. The customer was at 304 mg/dl at the time of the call. The customer was given instant glucose and intravenous dextrose to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer reported sensor adhesion issues and sensor glucose versus blood glucose differences. The customer had a no delivery alarm and had a low on (B)(6) 2018 of 40 mg/dl. The insulin pump will not be returned for analysis.